Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they were about to bolus when issue occurred and blood glucose level was 434 mg/dl at the time. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Advised customer device was functioning properly and to monitor. Customer's blood glucose level was 254 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge (B)(4).